Manufacturer narrative:
The subject device was disposed of by the hospital.

Event description:
It was reported that during the procedure, the coil (subject device) was stuck in the microcatheter. While the physician was attempting to retrieve the coil, the proximal part of the coil broke off. The physician retrieved the subject coil and the microcatheter from the patient as one unit. No patient complications were reported.